Manufacturer narrative:
After battery installation, both the enter and down keypad buttons required multiple presses to get them to respond. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were sticking. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.